Event description:
Patient has diagnosis of von willebrand disease and has been using vonvendi. On (B)(6) 2026, patient had a chest computed tomography w/ contrast done, and the pulmonary embolism was an incidental finding. The pulmonary embolism is thought to be peripherally inserted central catheter line and von willebrand disease concentrate associated. Diagnosis for use: von willebrand disease.